Event description:
Per the report received from italy, edwards received notification of a 56 mm evoque procedure in the tricuspid position. The patient's baseline rhythm was sinus rhythm, and the patient had no reported conduction disturbance before the procedure. The valve was implanted as intended between 0-5 mm from the annular plane. The tricuspid regurgitation grade was torrential pre-procedure and it reduced to trace post procedure. On post-operative day (pod) 2, a conduction disturbance was noticed, as the patient experienced slow atrial fibrillation. Therefore, a pacemaker was implanted on pod 2. The patient was discharged.

Manufacturer narrative:
D4: primary unique device identification (UDI) number - (B)(4). E1: telephone number - (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.